Manufacturer narrative:
A field service engineer (fse) went to the customer site and evaluated the device. The fse confirmed the customers reported issue by attempting to enter standby mode, after which the device immediately exited and returned to the main screen. The customer was provided with a quote for further onsite service. In a good faith effort (gfe) response from the fse received, it was provided that the device was outside of use at the time that the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site to replace the 2nd generation user interface (ui) printed circuit board assembly (pcba). The fse reported that following the replacement of the ui pcba, the issue did not resolve. An additional quote will be sent to the customer for further service and part replacement to resolve the standby mode issue. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the equipment would not enter standby mode. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
On 28aug2025, the field service engineer (fse) went to the customer site and replaced the flow sensor assembly (fsa) to resolve the issue. Following the part replacement, the fse completed a performance verification test (pvt), which the device passed, confirming the device was fully functional and returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) worked with a remote service engineer (rse) to troubleshoot the issue experienced by the device. The rse advised the fse that, with the flow and pressure set to zero, it was advised to look at the readout for the "average air standard liters per minute (slpm)" on the pneumatics screen. The tolerance for that readout, when set to 0, is -1.0 to 1.0. The rse advised that if the value seen on the pneumatics screen is out of tolerance, then the flow sensor assembly (fsa) needs to be replaced. The fse went to the customer site and replaced the central processing unit (cpu) printed circuit board assembly (pcba) and motor controller (mc) pcba. The fse determined that the flow sensor was faulty, and additional service would be needed on the device. The investigation is ongoing.